Manufacturer narrative:
A steris service technician arrived at the facility and confirmed the unit was in alarm for chamber flooded, but could not see fluid present in the unit chamber. The technician inspected the sterilizer traps and exhaust as well as the manifold check valves and confirmed the components were operating to specification. The technician reset the unit controls to the unit, turned the steam to the unit back on, and found the chamber flooded alarm no longer displayed. Two test cycles were performed and the unit was confirmed operational, with no further issues reported. The employee was not wearing proper ppe during the time of the reported event as instructed in the operator manual. The operator manual states (pp. 1-1), "sterilizer, rack/shelves, and loading car will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load. Protective gloves and apron must be worn when reloading sterilizer following the previous operation". The operator manual further states (pp. 1-1), "steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor". Steris will offer an in-service to the user facility on proper use and operation of the sterilizer, including the importance of wearing proper ppe.

Event description:
The user facility reported while running a biological test cycle, the operator opened the door and was burned on her 3rd and 4th finger by the steam that came out of the unit. The operator placed ice on the burn and went home for the day. The following day, the employee was unable to scrub in because of the burn and was sent to the ER department where she received a cream from the physician to apply to the burn and was placed on limited work duty. The employee is currently back to full work duty. The cycle subject of the reported event completed successfully, and no instruments were present in the cycle. The facility reported the water in the autoclave did not drain completely. There are no procedural delays/cancellations reported with the event.

Manufacturer narrative:
Steris offered the user facility an in-service on proper use and operation of the sterilizer, including the importance of wearing proper ppe, however the user facility declined.